Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions 3d 6000 package system, the system generated vertical travel errors two to three times per week. The user site reported that the event occurred prior to a patient exam. No patient or user injuries were reported. Hologic technical support (ts) reviewed the system logs and reported that when the c-arm was moved upward, the vertical potentiometer output indicated that the c-arm continued to drift upward after the c-arm switch was released. Ts reported that this resulted in detection of uncommanded vertical motion and system error generation. Ts reported to recommend that the system should not be powered on until inspection was completed and recommended inspection of the lead screw and nut assemblies, vertical potentiometer, vertical motor, supply voltages, and belt. Ts reported to have advised that lead screw backlash measurement should be completed to confirm whether mechanical issues were present. No further information is currently available.